Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported: "left tha revision due to dislocation. Patient experienced dislocation. During the attempt to reduce her hip, the force being applied pried the adm insert off of the 28mm head". Spoke to rep. The restoration adm insert disassociated out of the restoration adm shell. Patient went to ER where a closed reduction was attempted. During the reduction the head dislocated out of the liner and the patient was revised.